Event description:
It was reported that during the initial procedure, the cup was fractured during impaction with a heavy mallet. There was no harm or health impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; however, pictures were provided and reviewed. Visual examination of the provided pictures identified signs of use (scratches and gouges), and a thread fracture was confirmed. Bio-debris was also present. The device was not returned; therefore, further analysis could not be made. Review of the device history records identified no deviations or anomalies during manufacturing. Unable to perform a compatibility check as insufficient information was provided. A definitive root cause cannot be determined. This complaint was confirmed via the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.